Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to unknown reasons. A new artificial urinary sphincter 4.5 cm cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to unknown reasons. A new artificial urinary sphincter 4.5 cm cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the reason for revision was recurring incontinence and tissue atrophy. The patient outcome was good.